Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pocket revision procedure, the pulse generator exhibited a diagnostics anomaly after electrocautery exposure. After device software download, normal function resumed and the device remained implanted.